Event description:
It was reported "placed about 4 radial arterial lines and the diastolic reading was 20 lower then the cuff reading. The arterial line pressures being inaccurate." No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR numbers include 9680794-2024-00184, 9680794-2024-00182, and 9680794-2024-00183.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "placed about 4 radial arterial lines and the diastolic reading was 20 lower then the cuff reading. The arterial line pressures being inaccurate." No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR numbers include 9680794-2024-00184, 9680794-2024-00182, and 9680794-2024-00183.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter." A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.